Event description:
Per the clinic, the patient was explanted due to issues with the skin flap. The patient was explanted in 2009 (day not reported) and the patient was reimplanted with a new device four months later.